Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patent experienced skin overgrowth and infection at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery to excise the excess skin and was treated with antibiotics. The implanted device remains.